Manufacturer narrative:
Type of investigation not yet determined: ((B)(4)): additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) lost an internal connection. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Additional information: tel - (B)(6). It was reported that cardiosave intra-aortic balloon pump (iabp) internal connection lost while on a patient. A getinge field service engineer (fse) confirmed problem stated by customer via logs. He found fault# 124, 112, 111, and 118 and ran an all manifolds leak test and unit failed pim leak test. Upon further inspection fse found the pim module to have condensation in the line so he replaced pneumatic module assy, rohs. The unit passed with no issues. He started the pump on normal operation and the unit did not alarm or gave any error codes. Performed a full pm per manufacture specifications, unit passed all test and capitations with no issues. Pump is now ready for clinical use. There was patient involvement but no harm reported.